Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead. Product ID 3487a-56, lot# v588144, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that one time the lead pulled apart. Relevant medical history included: postlaminectomy pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.